Event description:
The consumer was using the rollator when the frame allegedly broke in half on the left rear leg, causing the consumer to fall and scratch her left hip. No serious injury is alleged.

Manufacturer narrative:
No serious injury reported. The device was rec'd inspected, and MFR determined that some visible weld penetration on the device may have contributed to the event. Although no injury is reported MFR continues to investigate this incident. MDR is filed as a conservative measure.